Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that there is no display when the device was powered on. There was no reported patient involvement

Event description:
It was reported to philips that there is no visible display when the device is powered on. There was no reported patient involvement